Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 75% stenosed and de novo lesion was located in the severely calcified and moderately tortuous proximal left circumflex (lcx) artery. Following rotational atherectomy and implant of a 2.5mm x 18mm promus stent, the 20mm x 2.5mm maverick 2 monorail balloon catheter was selected for side branch dilatation. Moderate resistance was encountered while advancing the maverick 2 balloon catheter through the promus stent, the balloon ruptured at 12atms, on the first inflation. The balloon catheter was removed intact without incident. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)